Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultra meter would not power on. This complaint was classified based on customer care advocate (cca) documentation and additional information obtained during a follow-up call by the mexico local country contact (lcc). The patient reported that the issue occurred 22 days prior to contacting lifescan. The patient detailed that she manages her diabetes with ¿kombiglyze xr 25/1000mg¿ and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient stated during the follow-up call that 24 hours after the meter issue, she developed a symptom of ¿shaking¿ and that she self-treated by eating honey. The patient stated that 24 hours after the power issue occurred, she visited a doctor where she had her blood glucose tested, giving a result of ¿60mg/dl¿. During troubleshooting the customer care advocate (cca) noted that the meter would not power on when the patient inserted a test strip or pressed the power button. There was no apparent misuse of the meter and the meter batteries did not need to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury after the alleged meter issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.